Manufacturer narrative:
Intuitive surgical, inc. (Isi) re-evaluated the 8mm large hem-o-lok clip applier instrument. The instrument was analyzed and it was found to have a fully broken grip cable near the clamping pulley at proximal end. This caused cable to loosen at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Based on available information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2022-05-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.